Event description:
It was reported that customer's experienced a low blood glucose (bg) level of 41 mg/dl. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on the proper way to disconnect at site and not at the t:lock. Customer consumed carbohydrates to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.